Event description:
It was reported that a pt's pump was "turned off" (B)(6) 2011 and that "drug was not getting to the spine". There were no reported reservoir discrepancies. The pt was told the pump was not working. The pt experienced a significantly increase in pain. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information: it was later reported that a dye study determined that medication was not leaving the pump appropriately; and that the pump was not working. On (B)(4) 2011 a nuclear med dye study revealed that there was no flow of medication, as no medication was leaving the pump correctly. The location of a catheter issue was noted as being unknown. The patient was being weaned off medication prior to the pump being turned off. The patient was hospitalized. The patient's outcome was noted as being non-serious injury/illness. The medication contained in the pump was clarified as being baclofen, morphine sulfate, and bupivacaine.

Manufacturer narrative:
(B)(4).